Manufacturer narrative:
No further information was received for this event.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study by (B)(6) reported this unrevised case of "early deep infection."